Event description:
Reporter indicated a vns pt presented with high lead impedance. The pt has not been seen in two years as the pt has good seizure control and no history of worsening seizures. The surgeon stated the problem was "the coils slipped or straightened," good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.